Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a pericardial effusion, hypertension, tachycardia, chest pain, pulmonary edema and stridor symptoms. After completing a pulsed field ablation (pfa) procedure with a farawave pulsed field ablation catheter to treat an atrial fibrillation and an off-label posterior wall ablation the patient was fine and kept in observation post procedure. After two hours, the patient became hypertensive and tachycardic, with chest and back pain. An x-ray was performed that showed concerns of laryngeal narrowing and pulmonary edema, pneumothorax was ruled out. An echocardiogram was performed and an effusion was also ruled out initially. The patient was then given fentanyl, benadryl and decadron. The patient was then intubated and sent for a full body CT scan that showed concerns for an esophageal perforation and a small pericardial effusion. The physician then gave the patient colchicine and was left intubated over night. The patient was extubated the next day without pain or symptoms of pericarditis. Tikosyn was given and the patient was discharged and is doing well. The device is not expected to return for laboratory analysis as it was disposed.